Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the provisional cracked during trialing for total knee arthroplasty, while being removed from the joint.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned ps tasp top confirmed that the tasp has split/fractured. The split extends from the corner of pcl notch on the medial side almost through to the anterior edge. This device also showed cosmetic damage such as nicks, gouges, dents, and scratches. These are likely from use. The device was manufactured in march of 2014 and had an approximate field life of two (2) years and two (2) months with an unknown frequency of use. Review of the device history record and receiving inspection reports for identified no deviations or anomalies. This device is used for treatment. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. The investigation also identified instrument misuse as a contributing cause. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp components in this complaint were manufactured before the design modification. The sales representative notes that the tasp was hammered into position which is against the surgical technique. The persona surgical technique (97-5026-001-00, rev 11) instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. A technical report regarding the same has been sent to the surgeon via sales rep. The root cause is considered to be misuse as the surgeon impacted the tasp. The complaint is considered confirmed as the returned tasp was fractured. The likely condition of the part when it left zb control is considered conforming based on the product's field age and the DHR review.